Event description:
While md was attempting to do hardware removal from 4th toe, the screw broke. The screw driver stripped the head of the screw. The removal set from another manufacturer was used to back screw out. The head broke off of the screw. Piece of screw was left in bone.======================manufacturer response for screw, osteomed headless cannulated (per site reporter).======================rep was present and stated he would make his company aware.